Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed one previous complaint file with a similar reported issue, file (B)(4). Previous investigation found the root cause of the failure to be due to an internal failure of the lithium ion battery.

Event description:
Per tm - unit doesn t not run on battery. Giving indication of being charged at least 70%. It cuts out in middle of case when using battery.